Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 12 years and 11 months post implant of this bioprosthetic aortic root valve, the patient presented with fever and congestive heart failure. Echocardiogram demonstrated severe aortic regurgitation and "excrescences" on the leaflets. Due to concern for endocarditis, the patient was treated with antibiotics. Ultimately 12 years and 11 months post implant the leaflets of the bioprosthetic aortic root were explanted and a bioprosthetic valve of a different model was implanted. Upon replacing the valve, the surgeon felt that the material seen on the leaflets during pre-operative echocardiogram was not vegetation, rather calcification. Calcification was noted on all three leaflets. No additional adverse patient effects were reported.